Event description:
Pt s/p orthotopic heart transplant in for routine right heart cath and biopsy. Cordis bipal 7 bioptome inserted, jaws opened, jaws closed, and bioptome removed. Upon removal, it was discovered the jaws or "head" remained in the right ventricle. Attempts were made to snare the piece without success. Decision was made to leave the piece, as if it were a ventricular pacemaker lead tip, assuming it would endothelialize over time. The pt remained stable throughout procedure and has suffered no sequalae.